Manufacturer narrative:
Updated information: h6 med dev prob code changed to a0709. Additional information states that the device was discarded.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, the placement signal was observed to be high and erratic, with values reported to be greater than the 200s mmhg and not correlating with the patient¿s arterial line. No alarms were reported, and all other parameters were reported to be within normal limits. An echocardiogram performed on the same day confirmed appropriate impella position. No signs or symptoms of patient injury or patient harm were reported in association with this event. At the time of writing this report, the patient continues to be supported by impella 5.5.

Manufacturer narrative:
Additional information was received and confirms the patient's outcome after impella support. The patient was successfully weaned from impella support, and the pump was explanted with a survived outcome. D6b explant date has been updated accordingly (with d6a implant date repopulated). Additionally, of note, b7 medical history was updated.

Manufacturer narrative:
D4. Primary UDI number corrected.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the placement signal issue cannot be established.